Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of gastroscopy, a bleeding was observed in the staple line. This patient intervenes with gastric bypass by laparoscopy, gastrojejunal gastrointestinal hemorrhage with bleeding in deposition. There was bleeding for 24 hours and a gastroscopy was performed on observing bleeding in the line of staples with a blood loss of 1.5 liters. The patient was admitted to the emergency room. Adrenaline is applied in the line of staples and attempts to sustain the bleeding by keeping the patient admitted to surveillance without rehousing. Gastroscopy was needed to prevent permanent impairment. The event led to seven days hospitalization. It was noted that there will be an additional operation perform to correct the issue.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of gastroscopy, a bleeding was observed in the staple line. This patient intervenes with gastric bypass by laparoscopy, gastrojejunal gastrointestinal hemorrhage with bleeding in deposition. There was bleeding for 24 hours and a gastroscopy was performed on observing bleeding in the line of staples with a blood loss of 1.5 liters. The patient was admitted to the emergency room. Adrenaline was applied in the anastomosis suture line in surveillance without re-operating. Gastroscopy was needed to prevent permanent impairment. The event led to seven days hospitalization. It was noted that there will be an additional operation perform to correct the issue.

Manufacturer narrative:
New information revealed that the lot number reported in the initial source document was incorrect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.